Event description:
It was reported that the bd ultra fine¿ pen needle experienced leakage. The following information was provided by the initial reporter: material no: 320122 batch no: 0282789. Consumer reported that the pen needle is leaking from under the green inner cover during injection. Consumer is new to using pen needles and he was not aware that the green cover must be removed in order to take his injection.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle experienced leakage. The following information was provided by the initial reporter: material no: 320122, batch no: 0282789. Consumer reported that the pen needle is leaking from under the green inner cover during injection. Consumer is new to using pen needles and he was not aware that the green cover must be removed in order to take his injection.